Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the video connector was damaged and could not be connected because of long-term repeated use, or because of the user's handling.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The video connector flap door was missing. The scope socket was bad. In addition, it was recommended the software be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the video connector flap was broken on the evis exera iii video system center. The issue was found during preparation for use. No patient involvement was reported.